Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, a patient/layperson alleged that was thirsty before testing on his onetouch ultralink meter at 9:51 pm before calling customer service. After obtaining 320 mg/dl, he then tested on his wife's true balance, result 234. Both results corresponded to his pre-test symptom that can be associated with hyperglycemia. The patient self treated with a bolus of 4.8 units novolog. Because it is unclear if the patient self treated between the tests (which would affect the result of the second test) or after both, the complaint is reported since the variance between the two results is greater than 30%. The cca replaced the meter and test strips.